Manufacturer narrative:
A ge service representative performed an onsite investigation. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported getting various error messages on the system; the field engineer reported that the system would not fluoro. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.